Manufacturer narrative:
H6: medical device problem code 2017 failure to follow steps / instructions: the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or suture pulled until it breaks contributed to the reported issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary intervention procedure using a 6f sheath. Femoral imaging was not performed. Reportedly a suture break occurred while removing the plunger. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.